Manufacturer narrative:
Retainer ring=black on (B)(6) 2021 customer called in with the following concern: refused to t/s low bg- treated with carb intake. Crack on the pump, there's crack at the front of the pump where the down arrow is on the right hand side lower side of the pump the crack start it goes around the battery and then goes in an upward position where the serial number is and it stops where the serial number. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit received with cracked case(battery tube) and cracked battery tube threads. No cracks or damage on down arrow keypad button. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the unit was successful. Physical damage was confirm of cracked case(battery tube) and cracked battery tube threads during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 2.8 mmol/l. Customer was treated with carbohydrate intake for low blood glucose. It was unknown that auto mode feature was active or not at time of low blood glucose. Customer declined to troubleshoot for low blood glucose. It was reported that there was crack at the front of the pump where the down arrow was and on the right hand side lower side of the pump the crack start it goes around the battery and then goes in an upward position where the serial number was and it stops where the serial number. The pump will not be returned for analysis.